Event description:
Additional information was received. As reported the catheter was secured to the patient using a butterfly fixator. "Tee drainage tubes" were attached to the catheter. The patient's activity was described as bed rest without much activity. The device was in place no more than 48 hours before the failure occurred.

Manufacturer narrative:
Correction: b1, b2, h1, h6 (annex f). Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter detached resulting in continuous leakage. The catheter was replaced with a device from the same batch to complete the liver procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: customer (person): address: street: (B)(6). G4: PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter detached resulting in continuous leakage. The catheter was secured to the patient using a butterfly fixator. "Tee drainage tubes" were attached to the catheter. The patient's activity was described as bed rest without much activity. The device was in place no more than 48 hours before the failure occurred. The catheter was replaced with a device from the same batch to complete the liver procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as visual inspection of the returned product, were conducted during the investigation. The ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned in an opened, used, and damaged condition. The cap/mac-loc adapter connection site met the required gap gauge specifications. The investigation confirmed that the catheter, including the flare, had separated from the mac-loc adapter. A section of the catheter within the flare was cut or elongated. Additionally, the investigation revealed that the shaft was received separated at approximately 12.4 cm from the flare, likely due to the physician¿s technique when removing the catheter from the patient. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. A possible cause of the complaint may be excessive negative force, resulting in separation. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.